Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an incomplete bolus alert. There was no reported adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support (cts), the cause of the alert was explained to the customer (bolus screen is opened but no action is performed and screen is not exited within 90 seconds); however, the customer reportedly did not access the bolus screen. Reportedly, the customer reverted to an alternate pump for insulin therapy.